Event description:
According to the reporter: the tip of the autosonix broke after minimal use. No tissue damage or pt injury reported, and the component was not lost in the cavity.

Manufacturer narrative:
(B) (4). (B) (4).